Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed and the ring bent.

Event description:
It was reported that the device failed self-test and will not power on. Information was also received indicating the device shuts off on its own. No information was received indicating patient involvement. The device subsequently tested out of specification during manufacturer's analysis.